Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The device evaluation was completed on 01-apr-2024. The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and microscopic analysis were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially reported blood visible in the tip of the catheter. Changed catheter. The procedure was not delayed due to the reported event. The procedure was successfully completed. No patient consequence. Additional information was received. No difficulty experienced while maneuvering the catheter or during the withdrawal. No information if the catheter pebax was physically damaged. No char/clot/thrombus, but visible blood seen in the transparent part of the tip of the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-apr-2024, observed reddish material inside the pebax, due to a hole in the pebax of the catheter. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 01-apr-2024 and have assessed this returned condition as reportable.